Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the handle became not to be grasped after about the third firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. (B)(6).

Event description:
The facility reported a colleague infusion pump with a failure code of 808:02. The event was reported to have occurred during biomed servicing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During the product evaluation at baxter, it was determined that the event occurred during delivery; therefore, there was an interruption during delivery. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated. During a review of the event history, it was discovered that the reported condition occurred one time during infusion on (B)(4) 2010.

Manufacturer narrative:
(B)(4). Lockout premature the analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the lockout mechanism was found to be non-functional. The device was disassembled and the handle posts were noted broken which denotes that a lockout premature occurred. This finding is not related to the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.